Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login to stations. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to stations. A technical support specialist (tss) had reached out to the customer and provided the findings. The tss had advised that reinstalling the biometric identifier could be attempted and scheduled downtime for both devices accordingly. The tss noted that the customer had called back during a break period, after which the call had been handled, and remote access had been established to one device. The tss had uninstalled and reinstalled the biometric identifier driver and applied the bioid lumidigm update package for failure recovery. The tss then took over the case, contacted the customer, and received confirmation that bioid was functioning as expected. The tss had repeated the same steps on the second device, including uninstalling and reinstalling the biometric identifier driver and applying the update package, after which the customer again confirmed proper functionality. The tss had offered to monitor for one week, and the customer had advised proceeding with closure and to create a new request if any further issue arose. The tss proceeded with closure as requested. The system functioned as intended after technical support specialist troubleshot the device.